Event description:
It was reported that the patient's vns showed high lead impedance during pre-op diagnostics for the patient's prophylactic generator replacement. The high impedance was seen with the new generator as well. No known lead revision has occurred to date. No additional relevant information has been received to date.